Event description:
It was reported that during a ptca treatment procedure involving a calcified and 99% stenotic lesion in the proximal-to-mid left anterior descending coronary artery, the maverick balloon ruptured at 11 atm's. The total number of inflations performed was two to three at 11 atm's each. A j&j - bx velocity stent was involved. The device was removed and replaced with a powercell catheter and the maverick balloon was discarded by the facility. The size of the introducer sheath used is unknown. A neo's soft guide wire was used. The guide catheter was a cordis, 6fr britetip. The type of inflation device used is unknown. The patient was reported to be asymptomatic at the type of the reported 'rupture'. No patient injuries or procedural complications were reported. The patient status was reported as 'good'. No other information is available at this time.